Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Correction: d10 investigation ¿ evaluation a review of the documentation including the complaint history, instructions for use (IFU) and quality control of the device was conducted during the investigation. A visual inspection of the complaint device could not be completed, as the device was not returned. However, a document based investigation evaluation was performed. A review of the device master record found the proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specification document for this device states that adequate risk mitigation activities are in place to capture potential failure modes prior to customer release. No additional information on the affected lot was provided to cook, therefore a review of the device history record could not be completed. A database search for complaints on all lots supplied to the customer was completed but did not find any complaints reported on any of the lots. There is no evidence to suggest there is any nonconforming product in house or out in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions: ¿do not use air to inflate the balloon; the balloon will not remain inflated when air is used.¿ instructions for use: ¿11. Inflate the balloon with 5 ml of sterile water. Check to ensure that the valve is functioning properly and that the balloon remains inflated. 12. Close the red clamp on the inflation sidearm to help prevent inadvertent balloon deflation. 13. After ensuring the system is leakproof, peel away the sheath and withdraw the balloon catheter to effect apposition of the stomach to the anterior abdominal wall.¿ a supplier investigation was performed for the complaint device and found that all product was manufactured within specification and adequate inspection activities are in place to capture potential failure modes prior to customer release. Based on the information provided, no returned product, and the results of the investigation, a definitive cause was established as a component failure that was not tied to a manufacturing or design deficiency. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient or event has been received since the last medwatch report was sent.

Event description:
It was reported on (B)(6) 2019 that the balloon ruptures happened post-procedure, with one occurring the day after and the other occurring 10 days after the procedure. No adverse effects to the patient have been reported, however, the patient did need an additional procedure to replace the defective device. No additional information can be provided regarding these events.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: patient code: no code available (3191) - the patient required an additional procedure to preclude permanent impairment or death this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: district manager. PMA/510(k) #: not exempt, preamendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that "two balloons have ruptured from the russell gastrostomy trays". Additional information regarding the event and patient outcome has been requested but is currently unavailable. The report references one balloon rupture. The second balloon rupture was captured in mfg. Report reference #: 1820334-2019-01832.